Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they informed their physician about how their legs were bothering them on (B)(6) 2018. The patient¿s physician said that after the injections the patient was to have in their lower back were completed, the device might need to be reprogrammed. The patient stated that the circumstances that led to their device not working properly are unknown. They mentioned that in order to resolve the issue of their device not working properly, they lowered the level of stimulation in each leg to a point where it doesn¿t seem to go up in their legs as far as it did. They added that they possibly will need therapy after the injections in their lower back. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported the device was not working like it should and the patient needs an adjustment. The event date was given asa couple of months ago. No patient symptoms were reported. The patient was redirected to their healthcare provider (hcp). No further complications were reported/anticipated.